Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 21-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "seemed that ng [nasogastric] tube was clogged and the tube was torn when a user injected liquid. There [are] no retained parts of the tube in the patient's body. The ng tube was replaced for new one. No patient injury." Additional information received 23-apr-2025 stating, "it was reported that it occurred inside of the patient. For now, no patient injury nor medical intervention were reported." Additional information received 16-may-2025 stating, the tube was inserted on (B)(6). On (B)(6), a (computed tomography) CT scan was performed to investigate the cause of a fever, and a foreign object was found in the duodenum. It was endoscopically removed on (B)(6).

Manufacturer narrative:
H6 appropriate term/code not available: use related. The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and discoloration. The sample provided was evaluated and only a portion of tube was returned. Approximately 3.5 inches long overall length and a break on tubing measuring approximately 3.5 cm long before the bolus end. T the 3.5 cm location, the tubing appeared to have expanded to form a balloon shape which burst radially causing a separation of the tube into two pieces. The rest of the tubing piece was not returned. The root cause of the reported issue seems to be a user related problem since as per the IFU (instructions for use) vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 02-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.